Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The customer's blood glucose level ranged from in the 150's (mg/dl) to no adverse impact. Reportedly, the customer changed the supplies to address the event and insulin delivery was resumed.